Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the peritonitis event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient did not require hospitalization for the event. The patient was treated with intraperitoneal (ip) vancomycin (2g, stat, for seven days, frequency not reported) and ip fortum (1g, daily for fourteen days) for peritonitis. The action taken with dianeal therapies was not reported. The outcome of the event was unknown. No additional information is available.